Manufacturer narrative:
Investigation: a visual inspection revealed that the heater hook had detached from the tip and was lifted up. The tip of the hot jaw boot was partially detached and the silicon was peeling back. The device had some evidence of blood. Based upon the visual observations, the reported complaint for "jaw boot peeling and heater wire detached" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The vasoview hemopro 2 tool had a detached heater tip and the silicon boot was peeling. Incident occurred during branch ligation with approximately 2/3s of the branch ligation completed. Another kit was obtained and the case was successfully completed. There was no harm or injury to the patient. The product was returned.